Manufacturer narrative:
This report is being submitted to report additional information. One implant was returned for evaluation (see images attached). Visual/physical evaluation of the as returned product identified signs of use and damage possibly sustained during the removal process, but no apparent signs of malfunction. DHR and sterilization records review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the implant at tooth site #46 was removed due to discomfort. Patient insisted on having implant removed due to ongoing discomfort in the area.